Event description:
During reaming the tip of the reamer broke off. No fragments were left in the patient.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4): the device was evaluated and the dimensions of the device that could be measured were checked and found to be in compliance with the technical drawings and ao/asif specifications. The cutting edges above the breakage are blunt and could be an indication of mechanical overload by a blunt instrument or metallic contact with the device. The broken surface shows no irregularities which indicates material conformity. No product fault could be detected. (B)(4): placeholder.